Event description:
It was reported the pt has not charged her ipg since approx (B)(6) 2012 and the pt has lost stimulation. It was reported the ipg will not communicate with external devices. The pt stated she had experienced some fluctuations with her weight since implant and feels the ipg may have moved. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.